Event description:
It was reported that the patient's atrial lead exhibited far r wave oversensing causing inappropriate modes switch. No interventions were performed. The patient's condition was unknown.